Event description:
On (B)(6) 2010, pt reported an elevated blood glucose level of around 500 mg/dl earlier today. Pt stated this was due to the insulin cartridge leaking inside of the infusion device during use. Pt reported, he was unable to determine how much insulin leaked inside of the cartridge compartment but he believes insulin leaked continuously overnight. Pt's normal blood glucose range is around 150-160 mg/dl. Pt stated, he was able to self treat by insulin injection and his blood glucose is back under control at this time. Pt reported, he has switched to the backup infusion device. Pt stated infusion sets are often used for 1 week or more. Advised pt on the correct usage of the infusion sets. Pt reported, the insulin cartridges are often reused several times. Pt stated, the current cartridge with the leak was used multiple times. Advised pt, the insulin cartridges are for single use. Advised pt to allow insulin to warm to room temperature prior to install. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.